Event description:
Pt presented with evidence of loosening of the femoral component as well as eccentric polyethylene wear of the acetabular liner. Upon removal, the liner was found to have asymmetrical wear.